Event description:
It was reported that" (B)(6) 2024, the doctor found swg kinked during used on the patient. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that"(B)(6) 2024, the doctor found swg kinked during used on the patient. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(6) the customer returned one guide wire in its advancer tube and one an arrow raulerson syringe (ars) for evaluation. The guide wire was partially advanced within the advancer assembly and the ars and was unraveled. Visual examination revealed the guide wire was unraveled from the distal weld and was kinked towards the distal end. The core wire distal j-bend was deformed and exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip was tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. The major kink in the guide wire body was measured at 545mm from the proximal tip. The broken core wire measured 598 mm in length, which is within the specification of 596-604mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.850mm which is within the outer diameter specification of 0.838-0.877mm per guide wire product drawing. Functional inspection could not be performed due to the damage to the guide wire. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.